Event description:
It was reported that the right atrial lead was fractured and had high impedance. Due to the patient's chronic atrial fibrillation status, the lead was inactivated and will not be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.